Manufacturer narrative:
The condition of the stop key is not working properly was confirmed. The reported condition is due to a faulty pump head module keypad. The pump head module keypad was replaced to correct the condition. (B)(4).

Event description:
On 3/25/10, during service evaluation by baxter, the stop key on a colleague cx volumetric infusion pump single channel was found to be not working properly. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available. This device utilizes user interface module master software version (B)(4) categorized as remediated.

Event description:
On (B)(6) 2010, a doctor reported to sybron implant solutions (B)(4) that a pitt easy abutment screw fractured.

Manufacturer narrative:
Additional information: there is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).